Event description:
The patient's intra-aortic balloon pump had a rust colored liquid in the pressure tubing. The catheter was removed and a hole was found in the balloon. The patient required immediate removal and replacement of the intra-aortic catheter.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.